Event description:
It was reported that towards the end of a decompressive lumbar laminectomy a patient experienced a sudden decline in vital signs, prompting a code blue be called and protocol for pulseless electrical activity was initiated. The patient was successfully resuscitated and transferred to the intensive care unit in stable condition, with a left-sided chest tube in place. The cause for the change in vital signs was not reported by the user facility. It was further reported that an unknown neptune gold or silver rover was in use during the procedure, however no information was provided to suggest that the rover device contributed to the patient's adverse condition.

Manufacturer narrative:
Product and serial number were added to the record.

Event description:
It was reported that towards the end of a decompressive lumbar laminectomy a patient experienced a sudden decline in vital signs, prompting a code blue be called and protocol for pulseless electrical activity was initiated. The patient was successfully resuscitated and transferred to the intensive care unit in stable condition, with a left-sided chest tube in place. The cause for the change in vital signs was not reported by the user facility. It was further reported that an unknown neptune gold or silver rover was in use during the procedure, however no information was provided to suggest that the rover device contributed to the patient's adverse condition.

Manufacturer narrative:
The following rovers were evaluated by a manufacturer field service representative: product no: 0700-003-000, serial no: (B)(4). Product no: 0700-001-000, serial no: (B)(4). Product no: 0700-003-000, serial no: (B)(4). Product no: 0700-001-000, serial no: (B)(4). Product no: 0700-001-000, serial no: (B)(4). During the device evaluation no further information regarding the injury event was provided by the user facility. The device evaluations did not reveal any information to suggest that the rover's contributed to the patient's condition or injury. Based on the reported information by the user facility it is unknown how a suction device contributed to a patient's condition during the procedure. At this time all rovers continue to remain in the possession of the user facility.

Manufacturer narrative:
According to the uf medwatch report # (B)(4), the patient experienced a "disability or permanent damage." No information was reported by the user facility to substantiate this allegation. The user facility submitted a voluntary FDA report, via uf report number (B)(4). The user facility did not notify stryker at the time of the event, and did not request a service visit. No information has been provided to suggest that a neptune rover malfunctioned or operated incorrectly. Additionally, no information has been provided to indicate that the patient's condition was the result of a suction-related issue. On 5-jun-2012, stryker instruments issued a recall for the instructions for use (IFU) for neptune 1 and neptune 2. The reason for the recall was to update the IFU to include a warning against using the neptune device in a manner in which it was not intended to be used. The assigned recall numbers are z-2061-2012, z-2062-2012, z-2063-2012, z-2064-2012.

Event description:
It was reported that towards the end of a decompressive lumbar laminectomy a patient experienced a sudden decline in vital signs, prompting a code blue be called and protocol for pulseless electrical activity was initiated. The patient was successfully resuscitated and transferred to the intensive care unit in stable condition, with a left-sided chest tube in place. The cause for the change in vital signs was not reported by the user facility. It was further reported that an unknown neptune gold or silver rover was in use during the procedure, however, no information was provided to suggest that the rover device contributed to the patient's adverse condition.